Event description:
Reporter alleged blood glucose measured 12 mg/dl at 6:19 am back to back with a result of 140 mg/dl taken at 6:28 am. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.